Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received unexpected restart alarm. The customer¿s blood glucose level was 13.3 mmol/l. Customer was able to clear the alarm and able to complete rewind the insulin pump. The customer was reported that the alarm did not occurred shortly after inserting a new battery, however the alarm was recurring during normal use of insulin pump. The customer was advised that the insulin pump needed to be replaced and continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.